Manufacturer narrative:
An eval was not performed. The device was discarded and the lot number is unk.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 3 of 4. The nurse stated that the home pt (hp) disconnected and walked away from the hc. The technical service representative (tsr) advised the nurse to use new supplies. The hc unit was operational. No pt injury or medical intervention was reported. A follow up was made with the home pt's nurse in 2009, and the nurse stated that the home pt was in the hospital at the time of this report with pancreatitis. The nurse stated that the hp disconnected himself. The nurse stated that the home pt developed peritonitis while in the hospital but did not know all of the details as the home pt is also on hold doing hemodialysis. The home pt was on medication in the hospital but the nurse was not sure what that was, however, the home pt was discharged early of the month, and was put on vancomycin 20mg per l and tobramycin 4mg per l intraperitoneal.